Event description:
Additional information received reports that the patient underwent surgical intervention in which their system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-01194. It was reported that the patient's leads have migrated and as a result the patient was unable to set their ipg into MRI mode. Surgical intervention may be pending to address this issue.